Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer was trying to perform the load fill tubing process, all the load sequences were greyed out. Reportedly, the customer was unable to click anything. The customer stated that the insulin gauge said 27 units, which was the number the customer had on the previous cartridge that was just changed out. Tandem technical support (cts) verified that the feature lock setting was not on and performed a pump reset with the customer. The customer was able to load a new cartridge successfully and performed the load sequence. Customer successfully resumed insulin therapy. There was no information provided regarding the customer's blood glucose level.